Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently multiple cartridges could not be loaded onto the pump as they were "not recognized." Customer's blood glucose was in the 200 mg/dl range. As contact did not have the pump present at the time of the report, tandem technical support was unable to perform a pump system check. Multiple attempts were made by tandem technical support to follow up with the contact, no reply was received.